Event description:
Info received indicates during a preventive maintenance check, the technician found the steer caster would continue to swivel when in brake.

Manufacturer narrative:
The technician found the steer caster was worn. He replaced the steer caster to repair the stretcher.